Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced withdrawal symptoms, severe leg and back pain. The pump was subsequently explanted. After implant, the patient was admitted in the hospital and diagnosed with symptoms consistent with delirium. It is noted that the patient has chronic back pain and a spinal cord stimulator. The pain managing physician adjusted the medication in the pump and the patient is doing fine.